Event description:
Recent high blood glucose readings. Past few days readings in the 200s mg/dl or higher. Before bed last evening blood glucose reading = 299mg/dl. This mornining's fasting blood glucose reading 382mg/dl. No symptoms of elevated blood glucose. Spouse worried, took customer to hosp. Hosp reading = 92mg/dl. Time frame between customer blood glucose reading and hosp blood glucose reading = approx 2 hours. No treatment given. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.